Event description:
It was reported that the tip of an olive drill broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. The surgery was successfully completed with no additional patient outcomes.

Manufacturer narrative:
It was reported that the tip of an olive drill broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. The drill is provided to customers within a sterile kit (sk12) and marked single use. The UDI referenced is for the sterile kit, sk12, that the product is distributed within. No device was returned for evaluation. However, review of provided photographic evidence confirmed the olive wire broke right before the fluting meets the shaft of the device. The device history records for the device was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The most likely cause cannot be determined based on the available information; however it is possible the technique utilized applied additional bending forces to the device or it broke due to impact with another device. The surgery was successfully completed with no additional patient outcomes. The product is manufactured with implant grade material and no adverse events have previously been reported as a result of this failure. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.